Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an impella 5.5 was explanted due to high purge pressure system blocked alarm. A new impella 5.5 was implanted. Additional information was received. Following a complex coronary artery bypass graft and valve procedure, the patient was taken to the intensive care unit. Therapeutic intravenous heparin was added back into the treatment regimen within 12 hours. Within 24 hours, a purge flow low, purge pressure high alarm persisted. The problem was not solved with standard procedure. Tissue plasminogen activator (tpa) was added appropriately to the purge solution with no change to purge flow and pressure for eight hours. Within 12 hours, a leak was noticed at the purge sidearm. The pump was exchanged that day. No patient harm was reported.

Manufacturer narrative:
Impella 5.5 sn (B)(6) + purge cassette returned for evaluation. High purge pressure: returned product was investigated and there were no relevant abnormalities. There were no kinks in the purge cassette line or catheter. There was no biomaterial noted in the outflow/inflow or cannula. The pump was connected to a console and run in a bucket. Initially purge pressure was in the 900's but trended down gradually into the 600's after 3 hours and remained steady for the rest of the run. Based on the pattern noted in data logs and the clinical report that tpa was administered in conjunction with high purge pressure resolving gradually while running in a bucket of water, the cause of the high purge pressure was determined to be biomaterial buildup. Purge sidearm crack: data logs were reviewed, and there were no signs of a leak, only the reported high purge pressure that persisted through the end of the case. Returned product was visually inspected and there were no visual abnormalities noted at first. The pump was then connected to a console and purged while running for over 24 hours. At this point, there were signs of fluid/moisture leakage from the sidearm reservoir membrane into the radial seal. Additionally, it was noted that there was an abnormality at the edge of the membrane that presented like a small tear or void. The sidearm was then cut off of the pump and pressurized to 950 mmhg for a period of time to see if a more severe leak could be produced, however, there was only a small increase of moisture noted around the membrane perimeter. Based on the evidence of moisture around the perimeter of the sidearm reservoir membrane, the cause of the purge leak was determined to be due to insufficient seal of the purge sidearm reservoir. Phr: pump sn (B)(6) passed all post sterile inspection checks.